Event description:
It was reported that sometime after the implantation, the patient presented to her physician due to pelvic pain. During examination, mesh erosion was identified. As a result, she was required to undergo further surgical procedures to remove the mesh which required an inpatient hospital stay. During her stay in the hospital, she suffered pain and discomfort.

Manufacturer narrative:
Block a1: the provided patient age of 36 years is as of the time of device implantation. Block b3 date of event: the exact event onset date is unknown. The provided event date of august 16, 2011, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the suspect device lot number is unknown; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable events of: e2330 - pain. E2006 - erosion. The following imdrf impact code captures the reportable event of: f1905 - mesh removal.